Event description:
Reportedly, the physician made the implant with success. Good sensing values, impedence and treshold were obtained. After some hours she recognized no capture of the ventricular lead even if no dislodgement occurred. (The ventricular lead was properly fixed in the medial sept ).the values of impedence and sensing were still unchanged, she found only a loss of capture the ventricle threshold (even at 5v). She decided to reintervene : she tried to measure the ventricular threshold with the psa but no capture was found. She decided to explant the lead and to implant another ventricular lead (xfine lead).

Event description:
Reportedly, the physician made the implant with success. Good sensing values, impedence and treshold were obtained. After some hours she recognized no capture of the ventricular lead even if no dislodgement occurred. (The ventricular lead was properly fixed in the medial sept). The values of impedence and sensing were still unchanged, she found only a loss of capture the ventricle threshold (even at 5v). She decided to reintervene: she tried to measure the ventricular threshold with the psa but no capture was found. She decided to explant the lead and to implant another ventricular lead (xfine lead).

Manufacturer narrative:
Correction: d5 section: implantation date: (B)(6) 2024 and not (B)(6) 2024. Summary of investigation: the manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. The reported loss of the ventricular capture was attributable to be the result of a change in the ventricular lead positioning, as confirmed by fluoroscopies provided. After thorough cleaning to remove the blood/tissue residues, the fixation mechanism did not operate as specified since the helix could not be extended. Some x-rays were performed and revealed an over torque on the inner coil near to the connector part of the lead. This finding could be the result of an excessive number of turns performed to extend and retract the screw during the implantation or explantation procedure. As the lead was received in this condition, it is difficult to clearly establish the moment the over-torque occurred (at implant or at explantation). All other electrical, mechanical, and dimensional measurements were within specifications. The reported dislodgement/micro-dislodgement most likely occurred due to external factors that are independent of the lead characteristics, such as physician preferred implant site or patient physiology/anatomy. These issues are well-known potential complications associated to such implantable devices that are discussed in the device instructions-for-use and published literature. The result of this investigation is retained and utilized for trending purposes. For more details, please refer to the enclosed investigation report